Manufacturer narrative:
(B)(4). Additional concomitant medical products: 436428055, inter op acetabular system standard insert size 28mm I d x 55mm o d, 1354487; 741401120, non porous femoral stem, 1448967; 436100055, rim flare porous shell, 1439667. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05691. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [surgeon didn't approve for return]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised due to instability. Head and liner were revised, cup and stem were retained during revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 735130013, universal distal hip stem centralizer, 1458603 546312000, depuy cement restrictor, u62c54000 6191 1 001, stryker bone cement, unknown reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.